Manufacturer narrative:
Physio-control evaluated the customer¿s device and verified the reported issue. Physio replaced the therapy pcb assembly. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio further evaluated the removed therapy pcb assembly and determined that integrated circuit, designator u61 was electrically shorted which caused the reported issue.

Event description:
The customer contacted physio-control to report that their device logged a critical event code. The event code is related to a potential issue of the device to charge for defibrillation. There was no patient use associated with the reported event.